Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under target MFR. Report #2916596-2025-04598. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the battery was initially replaced because the power module did not work, but that did not resolve the issue. Another replacement battery was given, but the power module still did not work.

Event description:
It was reported that the patient received a power module battery replacement that when opened and used for the first time, did not work (out of box failure). A replacement was requested to be sent to the patient's home for patient home use. The patient was loaned a power module to use at home until a replacement power module battery was sent to them.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.